Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with results obtained of results of 327mg/dl. The expected fasting blood glucose test result range is 135-150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the kitchen. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2017 . The meter memory was not reviewed for previous test result history.